Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device emitted tones. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.